Event description:
Reporter alleged blood glucose measured 190, 98, and 130 mg/dl when testing was performed back to back 1 minute apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.